Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse c38 colonoscope - s was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the scope presented a hazy center image. The patients anatomy was not visible on the center screen. The procedure was completed with another fuse c38 colonoscope - s. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a fuse c38 colonoscope - s was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the scope presented a hazy center image. The patients anatomy was not visible on the center screen. The procedure was completed with another fuse c38 colonoscope - s. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code 1304 captures the reportable event of center image lost. A fuse c38 colonoscope was received for analysis. A functional evaluaton was performed and moisture was found in the forward objective lens due to glue deterioration around the seal. The reported issue was confirmed. The cause of reported issue is due to moisture found. A damage seal could contributed to the reported event. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.